Manufacturer narrative:
The field service engineer found the reagent probe was misadjusted. He cleaned and adjusted the sample/reagent probe and decontaminated the flowpaths. He adjusted the cuvette filling and the gear pump pressure. He checked the rinse stations installed a new reagent pack. The qc results were within the expected range. The investigation did not identify a product problem. The cause of the event could not be determined. From the available data, the issue was consistent with a reagent carry-over issue.

Manufacturer narrative:
The reagent lot number was 70571101 with an expiration date of 31-may-2024.

Event description:
There was an allegation of questionable calcium gen 2 results from the cobas pro c 503 analytical unit. Patient 1 initial result was 1.12 mmol/l and the repeat result was 2.26 mmol/l. The questionable result was not reported outside of the laboratory. On (B)(6) 2023, patient 2 initial result was 1.52 mmol/l and the repeat result was 2.34 mmol/l. The first result was reported outside of the laboratory to a doctor who did not trust in the result based on previous sample results for the patient. Patient 3 initial result was 1.28 mmol/l and the repeat result was 2.4 mmol/l. The questionable result was not reported outside of the laboratory.